Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failure by replacing the inspiratory pressure transducer (pcb). The replaced part was sent for further investigation. After the replacement the device passed all functional tests and was sent to customer for clinical use. Simulated use testing of the returned inspiratory pressure transducer pcb failed the pre-use check with internal leakage test, pressure transducer test, flow transducer test and patient circuit test. During ventilation, paw high, apnea, respiratory rate: low and peep low alarmed and there was stop of ventilation. Further investigation showed a major drift in the zero pressure at pin 8, imbalanced wheatstone bridge and major drift in the temperature compensation resistor. The visual inspection showed signs of liquid on the back side of the pcb which is most likely the cause of the issue. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.